Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not detected on bus. The field service engineer (fse) powered off the station, accessed drawer components, and reseated the pyxibus cable, retractor bands, position and latch sensors, and row board cables on both drawers. Hardware was reassembled, the station was rebooted, and proper drawer detection and operation were restored. The system functioned as intended after the field service engineer (fse) resolved the issue.